Event description:
Mega suture cut is dull, isn't cutting. 7/15 lives used. Reported to supplier 12/2/2022.

Event description:
Mega suture cut is dull, isn't cutting. 7/15 lives used. Reported to supplier 12/2/2022.